Event description:
Director of clinical engineering called to report a check valve failure. He reported that the nurse hung an IV antibiotic to be given as a secondary administration and then she saw the medication go in quickly into the primary bag. The nurse changed the primary IV set, ordered more medication, and then was able to administer the medication. No pt harm reported. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer's complaint of back check valve failure could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure could not be identified.